Manufacturer narrative:
Follow-up # 1 (09/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The patient also returned an empty vial of test strips; pa is unable to perform testing on strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported feeling "not functional, like being in a coma," and he attempted to test on his lfs device. The patient was unsure if he loss consciousness or not. The patient reported having trouble obtaining a sample large enough to completely fill the confirmation window. The patient reported eventually being able to obtain a reading of "55mg/dl" and had a piece of candy. The patient reported within 15-30 minutes he tested again and obtained a reading of "365 and 110." Based on statistical methodology, the calculated difference of these results exceeds the expected value of <=30%. The patient reported using self adjusting insulin (unknown type) to manage his diabetes. The patient reported making no changes to his activity level or medications on the day of the alleged issue. The patient denied receiving any medical intervention for an acute complication of diabetes. The patient denied testing on another device. At the time of troubleshooting, the cca noted the patient's testing steps were correct. The cca noted, the subject meter was in the correct unit of measurement, and his test strips were in good condition. The cca noted the patient was using the same approved sample site to obtain the samples. A control solution test was not run due to the patient not having control solution available. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue. Therefore the subject meter could not contribute to this serious injury. The patient performed a meter vs. Same meter comparison where the calculated difference of those results meets lfs' criteria for precision reporting.